Event description:
Caller reports the plastic surrounding the connector pins on the inform base unit appears to have melted. No adverse event reported. Requested return of suspect device and replacement was sent.